Event description:
The facility representative reported a colleague infusion pump with a failure code 812:00; this condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "ccu" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 812:00 was confirmed but not duplicated during product evaluation. The root cause was not identified. The pump was powered off and on again with no problems leading service to believe this was a one time occurrence with no repairs necessary. Should additional information be received, a follow-up medwatch will be submitted.